Event description:
It was reported that a fluid leak was observed on an ak 96 machine during the disinfection process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician. During evaluation, it was noted that there was a water leakage in the u9000 connector. To resolve the issue, the qualified technician reconnected the connector. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.